Event description:
Information was received from a family member regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that the patient went to the university and they told them that the pump has blockage. It was clarified that where they put in the medication has scar tissue covering the hole where the put in the medication. The patient was told that the pump in her body without medication is contaminating her body and she will die.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.